Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of catheter 8596sc revealed the catheter body had a hole or tear caused by the catheter connector pin. Analysis of catheter 8709 revealed the catheter body had a user related hole.

Event description:
It was reported that the patient was not getting the effect she was expecting from the intrathecal baclofen therapy. The pump infusion rate was weaned down and the medication in the reservoir was replaced with preservative free normal saline. When the pump approached eol (end of life), the entire system was explanted. It was unknown to the reporter if there was a product issue; there was no diagnostic testing performed prior to explant. The pump system was explanted and not replaced on (B)(6) 2014. The patient status at the time of this report was noted as alive, no injury. Additional information later reported there was no drug in the pump at time of explant, the managing hcp had weaned her baclofen (gablofen) down and changed the reservoir contents to preservative normal saline in anticipation of explanting the patient¿s catheter and pump. The patient did not experience any symptoms in regards to this event. The patient failed to respond to therapy and requested removal, thus the pump was explanted. It was not determined that there were any issues with the pump/catheter.